Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 97754, serial# (B)(4), product type recharger. Product ID 97740, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain and chronic low back pain. It was reported that since implant the stimulator battery would not completely charge. It would only charge to ¾ full. The patient usually has all 8 coupling boxes and charges 4-6 hours starting with a half-full battery. It was noted by repair that the recharger appears to be working as intended. The patient was advised to have their equipment available to troubleshoot.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.